Event description:
It was reported that a flogard infusion pump "marked air". There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition was not confirmed. The cause could not be determined. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. If any additional relevant information is received, a follow up MDR will be sent.